Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported, when drilling for a 3.5 cortical screw, the 2.6 variax drill was used with the 2.5 drill guide. The drill bit locked up in the guide. The case was continued using the standard drill guide, no issues after switching over to the correct guide.